Event description:
It was reported that the system 9800 "locked-up" during a procedure. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interface circuit board was reseated and the software reloaded. The system was tested and found to be working as intended and placed back into service.